Manufacturer narrative:
No device analysis results are available because the device remains implanted. A review of the DHR was performed and ruled out the possibility of a manufacturing related issue causing or contributing to the reported complaint issue. Per the IFU, right heart catheterization is required for system baseline (mean pressure) calibration and may be needed to recalibrate the baseline (mean pressure) in order to continue to use the system.

Event description:
Additional information was received 11jul2024 confirming that the patient was hospitalized for reasons unrelated to the cardiomems device. The patient had a swan ganz catheter placed for monitoring due to the hospitalization. The site felt that the sensor may not have been accurately recalibrated on (B)(6) 2024 during the right heart catheterization, so the sensor pressures were compared to the pressures from the swan ganz at the bedside and the sensor baseline was decreased by 17.5 mmhg on (B)(6) 2024.

Manufacturer narrative:
The investigation codes along with investigation results will be provided in a subsequent submission.

Manufacturer narrative:
The investigation codes along with investigation results will be provided in a subsequent submission.

Event description:
A right heart catheterization was performed to confirm the validity of the pressure sensor readings. The sensor was recalibrated, and the mean was increased by 19.6 mmhg. Readings were observed under the manufacturer's patient care network database.